Manufacturer narrative:
When additional information becomes available, this event will be updated.

Event description:
Additional information was received. A revision procedure was performed. A decision was made to implant another non-boston scientific epicardial lead and this lead was explanted. Post procedure, normal device function was determined.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this lead was successfully implanted. Several hours post procedure, a ventricular perforation was suspected. A revision procedure was performed. Although this lead was functioning normally, a decision was made to implant a non-boston scientific epicardial lead. The patient remained hospitalized and monitored. No further information was available at this time.